Event description:
It was reported that the implantable neurostimulator (ins) that was intended to be a replacement ins was not used by the health care provider (hcp) due to impedance issues. It was noted that impedance readings with 2 contact combinations were out of range. Electrode 2 was a contact that the patient had previously used. The extension and electrode were tested with an ins and impedances were normal. The hcp felt that there was difficulty threading the adaptor extension, so he used a new ins. Surgery was completed with a new ins and adaptor. No other patient outcome was reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3387s-40, lot# v079716, implanted: (B)(6) 2008, explanted: na. Lead model 3387s-40, lot# v054604, implanted: (B)(6) 2008, explanted: na. Extension model 7482a40, (B)(4), implanted: (B)(6) 2008, explanted: na. Extension model 7482a40, (B)(4), implanted: (B)(6) 2008, explanted: na. Neuro recharger model 37651, (B)(4). Neuro programmer model 37642, (B)(4). Neurostimulator dbs ipg (B)(4), implanted: (B)(6) 2011, explanted: na.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies. The ins battery had reduced capacity due to overdischarge. Telemetry was okay after physician mode recharge recovery; the ins recovered normally. There was good stable output on all electrode pairs. The ins was connected to known good extensions and leads. The electrodes of the leads and the ins were placed in 0.9% saline solution. Impedances were measured with a physician programmer. There was good impedance on every electrode pair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.